Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of instrument insertion, the monopolar curved shears (mcs) triggered a high-priority alarm almost immediately after the surgeon first took control through teleoperation. This caused loss of both teleoperation and bedside control. The instrument was removed as a broken instrument, inspected, and reinserted. Upon second insertion, the surgeon again took control through teleoperation, and approximately 3¿5 seconds later, the high-priority alarm occurred again. The instrument was removed and replaced. The replacement mcs was found to be expired, so a third mcs was used to resolve the issue. There was an approximate 5¿7-minute delay. There was no patient injury.